Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/26/2017 with the following findings: multiple consecutive por events are observed on (B)(6) 2017. Battery compartment is undamaged and cap can fit securely. Cap contacts measurements are: within specification.-pump powers up with auditory and vibration to a blank screen. Unable to adequately investigate reported ¿intermittent power¿ complaint due the blank screen failure.-pump¿s cover was removed; moisture corrosion was found to the display flex/connector known working test display was mounted, but blank screen failure was persistent. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.